Manufacturer narrative:
The evaluation results comfirmed a mark on the lens optic as reported by the implanting surgeon due to folding technique. This report was mailed in to FDA on: 2/21/97.

Event description:
Surgeon reports he noticed a crack in the middle of the haptic after insertion of lens into the capsular bag. He reports he had to widen the incision on order to remove the lens.